Manufacturer narrative:
Sections with additional information as of 15-mar-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. D8: answered no . H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause - mlc-020 use/storage-improper storage users test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved and to find out customer's condition - unable to establish contact with customer at this time. Customer had returned a call on 26-jan-2021. At time of the call, the customer reported still having symptoms of blurry vision and dry mouth; medical attention was not needed at the time. Customer stated she had gone to the emergency room. Customer stated her blood glucose test result when she arrived at the hospital was 589 mg/dl; but was unable to advise if this was fasting/non-fasting. The diagnosis was hyperglycemia and customer was treated with 20 units of insulin and an IV due to dehydration. Customer was not kept in the hospital and was released that same evening with her blood glucose levels in the 200's. Customer was not discharged with any new medications and was advised to follow up with her pcp. Customer has not used the meter since the last call due to the e-0. Customer also stated she is storing testing supplies in her purse as she takes them with her every where she goes.

Event description:
Consumer reported complaint for error message (e-0). At the time of the call the customer reported symptoms of feeling tired, dry mouth, blurry vision, frequent urination and dizziness. Customer stated she was going to seek medical attention and did not continue with the call. No further information was obtained.